Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired at home. The primary cause of death was respiratory distress and secondary cause was chronic obstructive pulmonary disease. It was further noted that the patient also had congestive heart failure. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
Reporter name should have been reproted as (B)(6).